Event description:
The event occurred on an unspecified date and involved a lifecare pca pump which was reported to be giving more dosage and the line did not need priming at any point. The event was found during testing; there was no patient involvement and no harm reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
Additional information was received stating that the pump came from medical surgical intensive care unit with date 2-22-2022. It was reported that while in continuous mode administering fentanyl, the screen on the pump showed that it had given more than the 1500 mcg in the vial twice in the last 24 hrs and stopped short at it 1500 mcg goal once. The line did not need priming at any point.

Manufacturer narrative:
The customer provided event logs which were reviewed. The logs evidenced that when the pumps was programed to deliver 1500mcg in three different times , it delivered 1425 mcg, 1523 mcg and 1523 mcg. These volumes are within ± 5% per product specification. Therefore, there is no evidence of inaccurate delivery.

Manufacturer narrative:
The device was received for evaluation and attempts were made to download event/alarm logs, however, no logs were present. The device was tested by performing pvt accuracy test and passed testing. The customer's reported problem of over delivery was unable to be confirmed.